Manufacturer narrative:
A device evaluation cannot be performed since the device was disposed of; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed and revealed no anomalies.

Event description:
It was reported to boston scientific corporation in 2007 that a hydrothermablator procedure set was used during a endometrial ablation procedure performed the same day (female patient; age and weight are unknown). The machine alarmed at least three times (unknown cc rate) due to a loose cervical seal. The doctor noticed small leakage but continued the case by adjusting the scope. Post procedure, the physician noticed some redness on the patient's vagina. The patient was released with no treatment and the doctor appeared not be concerned with the redness.